Event description:
Pt indicated that his blood glucose was elevated to 500 mg/dl. Pt indicated that during the past 1.5 years, there were 4-5 incidents where during a prime, the insulin would not fill the tubing. Pt stated that he had removed the adapter and observed the insulin inside the cartridge chamber. Pt indicated that he attempted to self-treat by administering several large bolus amounts, but his blood glucose did not come down. Pt indicated he then would administer insulin injections to lower his blood glucose.